Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and showed a cut in the silicone tubing. The reported condition was verified. The cause of the cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a break in a minicap transfer set and it leaked. This was further described as ¿the nurse tugged on it and it came apart. Additionally, there was a cut in the tubing¿. This was observed during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient received prophylactic antibiotics. No additional information is available.